Event description:
It was reported by the affiliate that during an unknown procedure the device produced malformed clips that scissored. The case was completed with a like device with no consequence to the patient.